Event description:
Pt had a recent mammogram which suggested possibility of rupture of both implants. Pt has had symptoms of fatigue, swallowing difficulties and joint pain. On 7/14/94, removal of bilateral breast implants.